Event description:
The surgeon implanted a cc4204bf collamer plate lens but the haptic tore while being inserted. The incision was enlarged to remove the lens and sutures were required to close the wound. The nurse indicated that it was unk as to why the haptic tore. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not known by the facility.